Event description:
It was reported that the device was used in a tubal ligation and the case was completed with no patient consequence. After the case, the customer cleaned the device and at that time noticed that a small piece of the gasket was missing. They did not know if the piece was left in the patient or disposed of. The device is being held by the risk management department.